Event description:
It was reported that during a shoulder cuff repair procedure using the speedlock knotless implant device, the anchor deployed but failed to release from the inserter handle. The procedure was completed using another speedlock device, however, the surgeon had to drill a new bone hole due to the pt's bone quality. There was no significant delay and no pt complications were reported as a result of this event.